Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl (unknown concentration at 225.1 mcg/day), dilaudid (unknown concentration at 1.125 mg/day) and bupivacaine (unknown concentration at unknown dose) via an implantable infusion pump. It was reported that the patient's pump was critically alarming and he was going through withdrawal. He noted he saw codes 8476 and 8532 on his personal therapy manager (ptm), which indicate a motor stall and tube set. The patient stated he was going to go through the withdrawal and get rid of the pump because "enough is enough" and he wanted to get off the medication. They had started to titrate down his dose about 5 years ago. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider on (B)(6) 2020. It was reported that the patient's pump had been stopped since the motor stall. The patient had elected to not have the pump replaced at this time. He was trying to manage without oral or intrathecal medication. It was planned to have the pump removed once the patient was "medically stable." The patient's weight was unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on (B)(6) 2020. It was reported that the patient ended up in the hospital because he ran out of medication and his hcp no longer took his insurance. No further complications were reported.